Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting oversensing of noise related to air escaping from the header. Testing was unable to reproduce any noise and a chest x-ray did not show any abnormalities with the system. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient came back to the emergency department for two inappropriate shock due to oversensing and changes in the amplitude morphology measurements. The tachy therapy of the s-ICD was reprogrammed off and the system remains in service. No adverse patient effects were reported.